Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed via log file analysis, which revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2023 and forty-nine low flow alarms have been logged since (B)(6) 2023. Failure analysis of the returned controller revealed that the controller passed visual inspection and functional testing. Log file analysis also revealed one controller fault alarm logged on (B)(6) 2023 at 21:27:45, as well as multiple event exceptions logged on (B)(6) 2023, recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. As a result, the reported event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection did not reveal any anomalies. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, a possible root cause of the observed controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. Additional products: d1: heartware ventricular assist system ¿ controller d4: (B)(6). H6: img code(s): g04105 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system controller 2.0. Model #:1420, catalog #:1420, expiration date: 31-jan-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for eval: no. Eval by MFR: no, device evaluation anticipated, but not yet begun mfg date: 09-jan-2020, single use: no, patient ime code(s): e2403, imf code(s): f26, img code(s): g02002, FDA device code(s): a0705, FDA conclusion code(s): investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. The patient's hematocrit (hct) was high and they were hospitalized to adjust their medication. After the adjustment, the low flow alarms stopped. During their hospitalization, it was reported that the controller exhibited a controller fault alarm due to the internal battery. The vad remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.